Event description:
Customer called to run a blood test and disclosed that he was in the hospital a few days ago due to diabetes. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2025 he had tested his blood glucose and had obtained hi (undisclosed if fasting/non-fasting). Customer stated that he was urinating a lot, and his meter was not working so his wife called 911 and customer was taken to the hospital. Customer stated that when he got to the hospital, his blood glucose had been over 675 mg/dl (undisclosed fasting/non-fasting). Customer stated that he was given insulin and placed on IV drip. Customer stayed in the hospital for 2 days and was discharged on (B)(6) 2025 and was given a prescription for insulin and to follow up with his doctor. The customer's test strips are expired: manufacturer's expiration date is 07/19/2021. The customer had another vial of test strips that had been stored and handled correctly: zc5660s, manufacturer's expiration date 11/20/2025. During the call, a blood test was (not) performed by the customer non-fasting and produced test result of 495 mg/dl using true metrix meter; customer was not concerned with the result. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Expired test strips were returned for evaluation - unable to test. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.